Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the loading process, specifically cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the importance of waiting for a prompt in the tandem mobi mobile app before removing or loading a cartridge, provided instructions for removing the cartridge, and assisted in attempting to resolve the issue. However, cartridge alarms persisted, prompting cts to replace the pump and original cartridge. The caller was set to use multiple daily injections (mdi) as a backup therapy. Technical support provided instructions for putting the pump into storage mode, returning it, and advised the caller about necessary steps to program and connect their replacement pump, which was sent by cts.